Manufacturer narrative:
The fogarty embolectomy catheter involved in this case was received by our product evaluation laboratory for a full evaluation. As received, the balloon was found to be ruptured at central area. Balloon edges did not match at the ruptured region. Balloon inflation lumen was tried, however, backpressure was noticed. Unknown clear material was found at approximately 30 centimeters from distal tip into the balloon inflation lumen. Material did not dislodge from the location during evaluation. The through lumen was found to be patent and did not leak. No other visible damage or inconsistency were observed on the catheter body. Unknown clear material was sent to chemistry for further analysis. The infrared spectrum of the unknown material showed similar absorption characteristics when comparing to phorone like material. Per the instructions for use "balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures." And "to minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation and pull force for each size catheter " in addition, "use of a highly viscous or particulate contrast medium is not recommended for balloon inflation because the inflation lumen may become occluded". Evaluation results revealed that the reported event was confirmed. Further investigation was completed by the engineers in the manufacturing site. Based on the available information there is no evidence that supports or confirms the failure mode is associated to a manufacturing/design defect. The manufacturing records were reviewed and there is no indication of a related nonconformance; all process parameters were met, and inspections passed successfully. As part of the manufacturing process, all units go through balloon and winding inspection process performed as per internal procedures. Based on this assessment, no further action is required at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during testing of this fogarty embolectomy catheter, the balloon was found to be already burst. There was no allegation of patient injury. The device was available for evaluation. As per product evaluation findings, balloon edges did not match at the ruptured region.